Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer reported receiving unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. The length of sensor wear was unknown and it is unknown if the customer noted a trend arrow on the device. Due to the low readings, the customer reported they received unspecified third-party treatment. It was also reported by adc customer service that a death occurred related to the medical event; however, confirmation and further details could not be obtained due to the absence of customer contact information. Based on the information provided, it cannot be reasonably suggested that the adc product has or may have caused or contributed to the death.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data was reviewed and showed no anomalies or non-conformances that could lead to the complaint. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer reported receiving unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. The length of sensor wear was unknown and it is unknown if the customer noted a trend arrow on the device. Due to the low readings, the customer reported they received unspecified third-party treatment. It was also reported by adc customer service that a death occurred related to the medical event; however, confirmation and further details could not be obtained due to the absence of customer contact information. Based on the information provided, it cannot be reasonably suggested that the adc product has or may have caused or contributed to the death.